Event description:
The report received from the medical affairs indicated that a patient experienced coronary artery restenosis. The patient's medical history is significant for low blood pressure, depression, hernias, high cholesterol, and allergic to penicillin shots, niacin, tide soap and wool. On (B)(6) 2008, the patient had two cypher stents placed in an overlapping fashion in the 1st diagonal artery and was prescribed propranolol, alprenolol and plavix as treatment for a walking heart attack. On (B)(6) 2008, the cath report revealed 30% occlusion in the ostium of the rca, 30% occlusion in the mid rca, 40% stenosis in the left main, 30% stenosis in the lad, and 100% occlusion in the 1st diagonal artery. Only 1st diagonal artery was treated following two cypher stents placement. In (B)(6) 2013 during routine visit at the doctor's office, patient was diagnosed with a new blockage in the 1st diagonal artery and reported as over 51 % blockage next to the 1st diagonal artery that was determined by a sonogram, EKG, stress test, doppler stress test and nuclear stress test. It is unknown if there was any treatment given for 51% blockage. No further information is available to date.

Manufacturer narrative:
Concomitant medications included flomax, lexapro, plavix, propranolol, and prozac. Complaint conclusion: the report received from the medical affairs indicated that a patient experienced coronary artery restenosis. The patient's medical history is significant for low blood pressure, depression, hernias, high cholesterol, and allergic to penicillin shots, niacin, tide soap and wool. On (B)(6) 2008, the patient had two cypher stents placed in an overlapping fashion in the 1st diagonal artery and was prescribed propranolol, alprenolol and plavix as treatment for a walking heart attack. On (B)(6) 2008, the cath report revealed 30% occlusion in the ostium of the rca, 30% occlusion in the mid rca, 40% stenosis in the left main, 30% stenosis in the lad, and 100% occlusion in the 1st diagonal artery. Only 1st diagonal artery was treated following two cypher stents placement. In (B)(6) 2013 during routine visit at the doctor's office, patient was diagnosed with a new blockage in the 1st diagonal artery and reported as over 51 % blockage next to the 1st diagonal artery that was determined by a sonogram, EKG, stress test, doppler stress test and nuclear stress test. It is unknown if there was any treatment given for 51% blockage. No further information is available to date. The study stents remain implanted thus unavailable for analysis. There is no lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available it is not possible to assess potential contributing factors. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2013-00050 and 3003742446-2013-00051.